Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter displayed a ¿retest with a new strip¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began intermittently about 2-3 weeks prior to contacting lfs. The patient manages her diabetes with metformin pills (1/2 tablet 2x daily) and lantus insulin (44 units at night). The patient continued to administer her usual dose of medications. About 4 days prior to contacting lfs, the patient claimed she felt a symptom of shaky. Due to the alleged issue, the patient had to reportedly retest until she finally obtained a result of ¿3.2 mmol/l¿ with the subject meter. The patient ate jam as treatment before contacting emergency medical services (ems). The patient reportedly obtained a blood glucose result of ¿5.3 mmol/l¿ with another device and was administered intravenous fluids (nacl) and morphine for pain. There was no indication of misuse. The alleged product issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/19/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.